Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: 2014, product type :catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving infumorph at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was experiencing severe withdrawal symptoms, however it was stated that the pump was "definitely working". The managing doctor had programmed a bolus and dose increase on (B)(6) 2017 and all patient symptoms went away after the symptoms were programmed. The event date was noted to be (B)(6) 2017. It was later reported that the patient was put on intravenous narcotics on (B)(6) 2017. It was stated that the patient also had a personal therapy manager (ptm), so they were wondering if that could come into play with the patient going into withdrawal since the patient could be getting all their boluses back to back. It was reviewed that the ptm parameters were a maximum of 8, a lockout interval of 1 hour, a dose restriction interval of 1 every hour, and a bolus dose of 1 mg. The drug was noted to be dilaudid and the dose was 0.46 mg/day. It was further stated that there had not been any changes in medication. A catheter dye study and roller study was being performed on (B)(6) 2017. Additional information was received from a device manufacturer representative (rep). The patient was sweating and having some shaking of the arms and legs. A dye and rotor study was done on (B)(6) 2017 and they were unable to aspirate the catheter. The patient was being scheduled for a catheter revision. It was noted the rotor was working well. The withdrawal symptoms had resolved as the pump was turned to minimum rate and the patient was placed on oral medications until the revision could take place.